Event description:
Healthcare professional reported "discrepancy in size, hernia issue and rupture" confirmed by CT scan. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b.5., d6b., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as surgical damage. A missing piece of shell is assessed as inconclusive. ¿ deformation: not observed ¿ visibility/palpability: unable to observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side rupture, discrepancy in size and "hernia issue". The device has been explanted.